Event description:
Sales representative reported during a procedure the end of the peak sheath of an omnicurve broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.